Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing due to aecm failure. The customer requested no repairs done to the unit; the unit will be returned unrepaired.